Event description:
It was reported that the patient was not experiencing adequate stimulation with their scs system. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-operatively.